Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator that was implanted on (B) (6) 2005 declared elective replacement indicator on (B) (6) 2010. Premature battery depletion was suspected. The battery voltage was at 2.57v with a charge time of 24.8 seconds. All other measurement values were within normal parameters. A replacement procedure was scheduled for the near future. No adverse patient effects were reported.

Manufacturer narrative:
To date, the device remains implanted. Upon removal, the device will be returned to boston scientific crm for analysis. Upon receipt, the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
Additional information was received that the device was removed and replaced on (B)(6), 2010. The explanted device remained with the patient and was not returned to boston scientific. No additional adverse patient effects were reported.